Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the cause of the discordant alp, alt and ggt results was due to improper instrument maintenance. The customer added cuvette wash solution into the saline bottle while processing patient samples. The customer emptied the saline bottle, cleaned the bottle and filled the bottle with saline. The customer successfully primed the instrument and ran qc. All qc results were within the acceptable range. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant alkaline phosphatase (alp), alanine aminotransferase (alt) and gamma-glutamyl transferase (ggt) results were obtained on multiple patients on an advia 2400 instrument. The initial results were reported to the physician(s). The samples were repeated on the same instrument and the corrected results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant alp, alt and ggt results.